Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had multiple, intermittent issues when attempting to fill the tubing with multiple infusion set tubes. The customer reported not seeing insulin exit the tubing. As the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event. The customer's blood glucose (bg) level was not reported for the past events and the current bg was 152 mg/dl.